Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found the enclosure to be dirty, line cord worn as well as old style pcb and drain fitting were noted. Device was powered on and noted to have a damaged pc board and solder connection to power switch is burnt. Device is deemed beyond economical repair and will be scrapped. The reported customer complaint has been confirmed, and the problem source has been determined to be unknown.

Event description:
Information was received that a smiths medical level 1 hotline low flow system has a black solder connection is not turning on. No adverse effects reported.